Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient needed several rounds of defibrillation and pacing wires were placed. Additionally, the patient developed a clot in their chest cavity. The clot was found in the back of heart that caused patient decompensation. The clinical representative confirmed that this was not an impella related issue and support was continued.

Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.